Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2011; 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for an unrelated cardiac event. The next day, it was noted that the threshold had doubled since implant to high levels and the impedance was noted to have been trending up over the past 4-5 months to high levels. Output amplitude was reprogrammed and the rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.